Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.